Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was subjected to extensive tesitng including 30 joule testing, bench handling, impedance testing, and defib cycling without duplicating the report. The device was recertified and returned to the customer. The multifunction cable used at the time of the report were not returned as part of this investigation. No trend is associated with reports of this type.